Event description:
It was reported that the tps handpiece cord caused a handpiece to run without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
(B)(4): not returned to manufacturer.